Event description:
It was reported that stroke occurred. A left atrial appendage closure procedure was performed, and a 35mm WATCHMAN FLX Pro Closure Device was successfully implanted. The patient was discharged home. Post-implant the patient's drug regimen consisted of aspirin and Eliquis. Two days post-implant, the patient returned to the hospital due to chest pain. A chest computed tomography (CT) scan, a carotid CT scan, and magnetic resonance imaging (MRI) of the brain was performed. The physician stated that per the MRI report, the patient had experienced an embolic stroke. The etiology of the embolic stroke was unclear. No intervention was performed at the hospital. The patient was kept overnight for monitoring. The patient had right hand and arm weakness and speech difficulties. The physician continues to monitor and reports the patient is improving.